Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she was in the emergency room due to a low blood glucose level of 21 mg/dl. She was treated with glucagon. Customer stated she noticed that 10 unit bolus of insulin was administered prior to hospitalization. Customer states she does not remember giving herself the bolus. Trouble shooting was performed. Disconnected from infusion set and removed reservoir from the insulin pump. Reservoir and device were showing the same amount of insulin. No magnetic resonance imaging exposure. Care link history was viewed. At 12:00 am 10 units of insulin were administered for 300 carbohydrates. At 4:00 am customer had another bolus of 10 units for 300 carbohydrates programmed. The device was suspended 12:00 am - 2:00 am. Care link history shows the device alarmed but customer states she did not hear the alarm. Customer was advised to discontinue use of the device and to revert to back up plan per doctors' instructions. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.